Event description:
It was reported that deep brain stimulation (dbs) patient passed away due to physical deconditioning and parkinsons disease. This event was assessed as having a possible relationship to the dbs lead implant procedure.